Manufacturer narrative:
No trend considering the following event is identified: nail fracture. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient underwent primary surgery with a znn femoral nail on (B)(6), 2017 on the left side. It is reported that the femur and the nail fractured without trauma, by sitting. The event occurred on (B)(6), 2017 and the patient was revised on (B)(6), 2017. Review of surgical notes the surgical reports of implantation and revision are available in (B)(6). The reports were translated in house and are summarized as follows: the implantation report dated (B)(6), 2017 describes the implantation of a znn nail due to a trochantero-diaphysary femoral fracture on the left side. Due to fracture displacement and rotation, the incision is extended and the fracture reduction performed using two forceps. The femoral canal is reamed and prepared, and a standard 125° nail is implanted. Then, the 95mm lag screw is implanted using the adapted instrumentation. Distal locking with a static 32.5mm screw. Fluoroscopic control is satisfactory. No other conspicuousness. The revision report dated (B)(6), 2017 describes the revision of a znn nail due to per- and subtrochanteric femoral fracture and znn nail fracture. The implantation incision is opened and the lag screw could be retrieved. Then, the proximal nail fragment can be extracted and the distal screw removed. Afterward, the distal nail is extracted, the fracture cleaned and the new nail implanted. The new lag screw is implanted at the same position as the initial lag screw. The set screw and the two distal screws are then implanted. Fluoroscopic control is satisfactory. No other conspicuousness. X-ray review the pictures of 4 x-rays printed (poor quality) on paper are available for investigation. A preoperative x-ray, dated (B)(6) 2017, shows the left femur of the patient in ap projection with a per-/ subtrochanteric unstable femoral fracture. Two x-rays dated (B)(6), 2017 show the femur of the patient in ap and lauenstein view after osteosynthesis with an intramedullary nail. The reposition of the two main fracture fragments seems to be correct. It has to be noted that the bone fragment including the trochanter minor was not repositioned and is visible on the x-rays. The implant position is correct. One x-ray dated (B)(6), 2017 show the pelvis of the patient in ap view. On the x-ray, a displaced fracture of the nail is visible. The bone fragment, which is including the trochanter minor and was not repositioned, is still visible on the x-ray. On the x-rays some callus formations are visible around the lateral fracture sites. Devices analysis - the znn nail has been returned with all involved components. The fracture of the nail occurred at the level of the lag screw hole. The visual examination of the two nail fragments shows some scratches and marks probably originated from revision surgery. Additionally, some parallel marks on the surface of the lag screw hole, which plausibly originated from reaming or lag screw insertion are visible. A small amount of nail material is missing from the lateral rim of the lag screw hole. In this area, parallel marks which are compatible with the signs of a reamer can be observed. Similarly, some missing material and drilling signs are present at the distal static screw hole. The fracture surfaces are partially polished and damaged. The undamaged areas indicate a fatigue fracture, characterized by beach lines, progressing from the lateral side toward the medial side of the nail. Macroscopically the character of the initial fracture part cannot be assessed. Furthermore, no macroscopic material defect, which could have triggered the fracture, could be detected. On the surface of the lag screw hole, at the contact points with the lag screw, where the forces are transmitted, there is evidence of deformation. Correspondingly, the deformations are also visible on the lag screw. Except some nicks and scratches on their surfaces, the distal screw and the set screw do not show any other relevant damages. Review of product documentation - the compatibility check was performed with zimmer® natural nail® system cephalomedullary nail surgical technique - standard and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw: - breakage of implant due to inadequate design of mating components not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength due to anodization not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to general corrosion (crevice, pitting, galvanic) not possible -> the visual examination did not highlight any corrosion. - breakage of implant due to the implant therapy is performed not as indicated => possible, the implant position is correct. Also the two main bone fragments seems to be repositioned correct. However, it has to be noted, that a bone fragment including the trochanter minor was not repositioned. According to that, this point cannot be excluded - breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture => possible, the implant position is correct. Also the two main bone fragments seems to be repositioned correct. However, it has to be noted, that a bone fragment including the trochanter minor was not repositioned. According to that, this point cannot be excluded - breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle not possible -> the implant position is correct. - breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail => possible, the instrument used are unknown. Additionally, some drilling signs are visible on the nail fragment. Thus, this cannot be excluded. - breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction => possible, the use of the instruments is unknown. Additionally, some drilling signs are visible on the nail fragment. Thus, this cannot be excluded. - breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail => possible, the instrument used are unknown. Additionally, some drilling signs are visible on the nail fragment. Thus, this cannot be excluded. - breakage of implant due to misinterpretation or not consideration of facilitating color-code leading to improper use/connection of instruments => possible, the instruments used are unknown. Thus, this cannot be excluded. - breakage of implant due to users over tighten the lag screw in the bone not possible -> the x-rays show a correct position of the lag screw. - breakage of implant due to users position the lag screw that sliding is not possible => possible, the retrieved set screw shows damage at the tip. However, it is unknown if sliding was possible. -breakage of implant due to users over tighten the set screw so that sliding is not possible => possible, the retrieved set screw shows damage at the tip. However, it is unknown if sliding was possible. - breakage of implant due to wrong guide/nail combination chosen (targeting guide &long nail) leading to incorrect targeting and screw insertion => possible, the instruments used are unknown. Thus, this cannot be excluded. - breakage of implant due to improper use/connection of instruments leading to damage of the nail => possible, the instruments used are unknown. Thus, this cannot be excluded. - breakage of implant due to wrong/incomplete information about limitation and postoperative restriction not possible -> nothing suggest incompliance. - breakage of implant due to patient do not follow the post-operative protocol not possible -> nothing suggest incompliance. - breakage of implant due to explanted implant is used for new implantation surgery not possible -> the appearance of the retrievals does not suggest it. Conclusion summary it is reported that a 89 years old male patient underwent revision surgery approximately 3.5 months after implantation due to the fracture of the femur and the znn nail without trauma. The surgical reports are very concise and confirm the event, but otherwise inconspicuous. The review of the x-rays, shows a complex femoral fracture, which has been reduced and fixed with an intramedullary nail. It has to be noted that one bone fragment including the trochanter minor was not repositioned and is visible on both the postoperative x-rays. The visual examination of the retrievals reveals the fatigue character of the fracture surfaces as well as some marks, which were most probably originated by the use of surgical instruments. The appearance of the surface of the lag screw hole, where some parallel marks and some missing material are visible, could be attributed to the insertion of the lag screw and to the lag screw reamer. The performance of any device depends on multiple factors including patient and/or surgical related factors. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with a cmn femoral nail on (B)(6) 2017 on the left hip side. The patient experienced a femur and nail fracture while sitting and underwent revision surgery on (B)(6), 2017.

Manufacturer narrative:
Additional information was received on august 8, 2017, op notes for implantation, explantation and x-rays rcvd. The received information will be part of the final investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 125â°, left , ã¸ 11.5 mm, 21.5 cm on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to implant and femur fracture.